Event description:
This (si) permanent cautery hook registered ¿not recognized¿ when inserted into the robotic arm. The wings were checked to ensure they were clamped on well to the robotic arm. The instrument was reinserted into the arm with the error code still sounding. A new instrument was opened and used on the case.